Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance through the left ventricular lead due to the presence of blood inside the lead. The lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to advance guidewire and ¿blood inside the lead¿ were confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found blood/body fluids throughout the lead body. Guidewire insertion test found obstruction/restriction at the middle region of the lead. After cutting the lead at guidewire obstruction/restriction region to examine the condition of the inner coil, the inner coil was found to be clogged with blood/body fluids. The cause of the reported event was isolated to the inner coil clogged with blood/body fluids.